Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve echocardiogram revealed cardiac tamponade due to a left ventricle perforation suspected to be from an amplatz super stiff guide wire. The procedure was converted to an open procedure, the transcatheter valve was removed, the left ventricular perforation was repaired and a surgical valve was implanted. No further adverse patient effects were reported. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).